Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) would not start pumping when hitting start button to start therapy. Unit was switched with known good unit and without delay in treatment. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10 a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported auto fill issue in logs and associated error code 37's and fill fail shuttle purge timeout. As per service manual, this error could be caused by iab being disconnected. This would cause unit not to start treatment as initial autofill did not successfully complete. But fse could not duplicate problem atthe time of evaluation. Unit ran on trainer/test balloon for 1/2 hour without issue. Functional testing and safety check to factory specifcations. Unit passed all functional and safety tests per factory specifcations. Unit returned to customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).